Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an errc-1 and errc-6 message when inserting test strip on an adc blood glucose meter. As a result, on (B)(6) 2021, the customer had a loss of consciousness and was ¿provided 2-3 bottles of water, oral glucose and humalog and emergency glucose¿ by an healthcare professional for the treatment and diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units were performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an errc-1 and errc-6 message when inserting test strip on an adc blood glucose meter. As a result, on (B)(6) 2021, the customer had a loss of consciousness and was ¿provided 2-3 bottles of water, oral glucose and humalog and emergency glucose¿ by an healthcare professional for the treatment and diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units were performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an errc-1 and errc-6 message when inserting test strip on an adc blood glucose meter. As a result, on (B)(6) 2021, the customer had a loss of consciousness and was ¿provided 2-3 bottles of water, oral glucose and humalog and emergency glucose¿ by a healthcare professional for the treatment and diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.